Manufacturer narrative:
The reported event occurred prior to completion of the field correction 3003768277-12/28/2023-010-c, which addresses the causes associated with the reported malfunction.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the system was in clinical use at the time of the event and the customer manually power on the host pc to complete the procedure. The issue was that the host pc would not power on from the control room. Biomed had to open the cabinet and manually power on the host pc. The philips field service engineer (fse) inspected the system onsite and confirmed that the host pc was not booting up. Upon troubleshooting, fse found that the issue was caused by a malfunctioning host pc as it did not boot up when the power button was pressed from the console. To resolve the issue, fse replaced the host pc and reloaded the backup onto the new hard drive. The cause of the host pc failure could not be conclusively determined by the supplier's part analysis. However, the replacement of the host pc by the field service engineer has resolved the reported issue and restored the functionality of the system. After replacement, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It has been reported to philips that the system did not boot up completely, the biomed had to manually start the host computer. There was no reported patient or user harm. Philips has started an investigation of this complaint.